Event description:
Customer called to report that the unicel dxc 600i synchron access clinical system generated a higher than expected accutni result above the ami cut-off of 0.50 nanograms per milliliter (ng/ml) for one patient sample. Customer stated to the customer technical specialist (cts) that some "residue" was noticed on the wash arm from the aspirate probes of the instrument. Customer cleaned the residue, but found more residue on the wash arm the next morning. Customer initially obtained an accutni result of 0.52 ng/ml for the emergency room patient. Due to the elevated result, the sample was reanalyzed on an alternate access (serial number (B)(4)) instrument in the laboratory, the result of which was 0.44 ng/ml. Customer also sent the sample to another laboratory for retesting, which also uses the access platform. That laboratory obtained a result of 0.38 ng/ml. There was no death, injury or change to patient treatment attributed to or associated with this complaint.

Manufacturer narrative:
The root cause of the instrument issue could not be determined. The field service engineer (fse) inspected the instrument and verified proper instrument performance. All system parameters, including quality controls, assay calibration and system check, were within instrument and assay specifications. A routine system check was performed prior to the event on (B)(6) 2012, which passed within all of the instrument specifications. Also, an accutni calibration curve performed on (B)(6) 2012 was accepted as passing with acceptable %cvs (coefficient of variation). (B)(4).